Event description:
The pt presented to the hospital for procedure to correct malfunctioning right atrial lead. On (B)(6) 2013, the lead was removed in surgery with placement of new right atrial lead. In (B)(6) 2013, the pt originally had the right lead place that was described as malfunctioning. The operative report from the surgeon and cardiologist revealed that the right atrial lead was removed and attempted to be repositioned but failed. It was determined to be malfunctioned and a new right atrial lead was placed. The pt's old left ventricular lead remained working with no need for a change. The pt was reported to tolerate the procedure without other problems. MFR # 2017865-2014-10120.